Event description:
A manufacturer representative reported it was found the middle of the electrode bending when opened the package, the physician had to replace a new one to complete the surgery. The consumer¿s status was well and no symptoms were reported.

Event description:
A manufacturer representative reported that the middle part of the lead was found to be bent when the health care provider (hcp) unpacked the lead. The lead was replaced in order to complete the surgery. The patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.